Event description:
It was reported that the patient underwent surgery on (B)(6) 2007 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent a surgical procedure for stress urinary incontinence on (B)(6) 2007 and an obtuator sling was implanted. Approximately eight months later the patient developed bladder cramping, dyspareunia, frequent and painful urination.

Manufacturer narrative:
Date sent to FDA: 01/02/2017.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01747. The same patient is represented in each medwatch.